Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sterile repeater pump tube set had a small leak between the clamp and tubing. The issue was identified during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between september 15-17, 2025. H11: the device was received for evaluation. Visual inspection was performed and the reported issue of leakage was not identified. Functional testing was performed and the leakage was observed inside the tubing path of the blue connector. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.